Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were exhibiting high impedance. Sensing and threshold measurements were appropriate. It was decided to monitor the patient. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2009. (B)(4).